Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (insulin on board (iob) calculation) issue. The reporter stated that the patient had a blood glucose (bg) of 1.7mmol/l with vomiting and confusion. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the chanel has not been changed. This complaint is being reported because the patient allegedly experienced hypoglycemia due to use error in not changing the channel and confirming the system was paired.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not changing the channel and confirming the system was paired).